Event description:
Caller states pt reportedly received the following results on the inform system within 10 mins: 332 mg/dl & 91 mg/dl; 428 mg/dl & 96 mg/dl; hi (greater than 600 mg/dl) & 121 mg/dl; 540 mg/dl & 112 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.